Event description:
I had umbilical hernia surgery on (B)(6) 2015. I have had nausea and just not feeling well ever since, 4 months after surgery, 2 more hernias developed outside of the mesh area. This is well documented from dr. (B)(6), general surgeon here in (B)(6). The hospital is (B)(6) hospital. I went back to see dr. (B)(6) a few months ago, and set up a plan to perform corrective surgery for the 2 hernias/mesh. I was in severe pain, nausea, vomiting and a 101 fever. I also started to have bowel issues. I was admitted to the hospital where I was diagnosed with 2 hernia incarcerated. There was no blockage in bowel, thank god. I will be having surgery to correct this in the near future.